Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was 587mg/dl. It stated that the customer experienced high blood glucose since the day prior to her admission. Customer's blood glucose was treated and went down, but when the customer was placed back on the device, her blood glucose began to run high. Troubleshooting was performed. The settings and programming on the insulin pump were correct. Ran a fixed prime test and the insulin exited. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.